Event description:
It was reported that during intra-op of thyroidectomy, everything was connected properly and there were green checks present on the screen. The nim vital was not stimming. There were no messages displayed. There were no muscle relaxants used. The stim return read 1.0 but there was no sound and there was no emg visible on the monitor even though the nerve was being stimulated with the prass nerve stimulator. User tried a different probe and it still did not stim. User swapped the unit out. The backup unit was brought in and was connected to the nerve stimulator and then the nerve stimulated with an appropriate waveform. There was no patient impact.

Manufacturer narrative:
Product analysis #(B)(4) ; provide analysis update to pe (B)(4) as well continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) ubd: , UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis verified not working properly. Unit presented with sw 1.7.5. And there was knob on eic pcba board bent and broken. H6: imdrf annex codes c07, c070603 and d02 are applicable to this device continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis verified not working properly. Mian pcba failure. H6: imdrf annex codes c0201 and d02 are applicable to this device product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis did not find any fault with this device h6: imdrf annex codes c19 and d14 are applicable to this device h6: previously added imdrf annex codes b21, c21, d16 are no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.